Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference report: 1627487-2011-02011. The patient received his scs system, including two percutaneous leads, on (B)(6) 2010. It was reported the leads were explanted and replaced as the patient was not receiving stimulation in the desired areas. The explanted leads were returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.